Manufacturer narrative:
(B)(4).

Event description:
No data or product was provided for investigation, however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient had a skin reaction at the abdominal insertion site which occurred the day after the sensor had been inserted. The reaction was described as an allergic reaction with an infected abscess. She went to a doctor on (B)(6) 2020, who diagnosed it as a local reaction and did not provide any treatment. The reaction later healed by itself. No additional patient or event information is available.